Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was implanted on (B)(6) 2011 and the dose per day was too high. The healthcare professional indicated that it was to the point that it was "worrisome" but the pt was doing better. The pump contained baclofen 2,000mcg/ml and with that concentration, it was not possible to program a dose of 50mcg/day. The lowest dose at that concentration would be 96mcg/day. Replacing the drug in the pump with a lower concentration was discussed. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.